Event description:
In 2000, the pt was implanted with 2 gore excluder bifurcated endoprostheses to repair an abdominal aortic aneurysm. In 2009, the pt had a follow-up magnetic resonance angiogram which revealed the aneurysm sac at 13cm. The following month, the pt underwent a reintervention. The physician found no endoleaks; however, endotension was noted. Six additional gore excluder aaa endoprostheses were implanted extending and relining the originally implanted gore excluder bifurcated endoprostheses. The completion arteriogram showed excellent results. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.